Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the obstruction? No update information was provided. Was it related to deficiency/malfunction of the drain or the reservoir? No information. If there was an issue with the drain, please provide product code and lot number of the drain if it was an ethicon product? No information. Lot number of the reservoir? No information. How was the case completed? No information. Was the drain surgically removed and replaced with new one to complete the case? No information. Was another reservoir used to complete the case? No information. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported the patient underwent and unknown procedure on (B)(6) 2018 and a reservoir was attached to a drain. After the procedure, the reservoir stopped suction because the drain placed at the mentum was obstructed. The reservoir was not swelled at that time. The lot number is unknown. There were no adverse consequences to the patient.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Sample received for evaluation. Sample was received with plate open. Visually inspecting the reservoir, it was noticed that plate latch was broken, therefore it was not possible to close the plate. Perimeter and port seal was verified, the sample didn¿t present any damage, channels or incomplete seal that could generate a leak on the sample. Per the sample evaluation, reservoir has plate with broken latch but according to event description it was determined that the reported complaint is not related to manufacturing process and other external causes may have affected the product integrity. Failure mode reported by customer wasn¿t found on sample received. Based on the present analysis and sample evaluation, the reported defect by the customer could not be related to manufacturing process. It¿s considered that for the report made by user, other external causes could have affected the product integrity/functionality such as handling, non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/31/2020.